Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was received for evaluation and visual inspection by naked eye of the product showed multiple reddish particles injected into the header, outside the fluid pathway. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. The particulate matter is injected into the header so this is outside the fluid pathway. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of a revaclear 300 apac before patient use. There was no patient involvement. No additional information is available.